Manufacturer narrative:
Evaluation: method - because the adverse patient symptoms presented itself after discharging the patient, the device had already been disposed of per the hospital's standard operating procedure and is not available for evaluation. Mediastinal abscess was the result of the surgeon transecting the mediastinal pleura with the stylet. During training, the physicians are taught a technique to ensure the stylets and fasteners are deployed caudal to the diaphragm. This training also includes cautions to carefully deploy stylets under full visualization and to never puncture the diaphragm or stomach wall with the stylet, as well as not to advance the stylet beyond what the anatomy safely allows. Small holes in the esophagus can occur during the course of the procedure if a fastener is not placed after the surgeon has transected the tissue with the stylet.

Event description:
One day post op of receiving a transoral incisionless fundoplication (tif) procedure, the patient developed dysphagia and a low grade fever, which over the next 3 to 4 days progressed into an inability to swallow. A CT scan of the chest, abdomen and pelvis revealed a large mediastinal abscess containing air and fluid. The patient was treated with IV antibiotics and was transferred to a thoracic surgeon, who performed a right thoracotomy. A small hole in the distal esophagus was reported and was oversewn and buttressed. The patient was hospitalized for 5 days post procedure.